Event description:
It was reported that the patient underwent an initial total knee arthroplasty. Subsequently, it was reported that the patient's knee buckled and they no longer have a knee cap. As a result, the patient underwent a knee revision an approximately 6 years after initial implantation. No further patient impact reported. No further information available.

Manufacturer narrative:
D10: 230-02-04 -optetrak asy,cr cemented femoral, sz 4, 200-04-44 - cemented finned tib. Tra sz 4f/4t 200-05-29 - inset patella 29mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.